Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, high capture thresholds and decreased sensitivity. The lead was capped and replaced. The patient was stable and doing well post procedure.